Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received questionably low results for two patient samples tested for crep2 creatinine plus ver.2 on a cobas 8000 c 702 module. Of the two samples, one had an erroneous crep2 result which was reported outside of the laboratory. The patient did not receive any drugs which would interfere with the crep2 assay. The sample resulted with a crep2 value of < 5 umol/l and this value was reported outside of the laboratory. The doctor stated that the result did not match the typical result for this patient. The patient normally has a crep2 value of approximately 70 umol/l. The sample had been discarded. No adverse events were alleged to have occurred with the patient. The crep2 reagent lot number and expiration date were asked for, but not provided. The customer later set up a rule in their middleware system, so sample values < 35 umol/l can be held until the samples have been re-analyzed. The field service engineer determined that the de-gasser on the instrument was turned off. It has been turned on again. The customer has not had any further issues with crep2 results.

Manufacturer narrative:
The customer experienced additional discrepant creatinine results, and a service engineer visited the site again. This event was reported in MDR 1823260-2018-03324. It was determined that the sample probe was damaged and contaminated. The contamination prevented proper sample probe movement. The sample probe was cleaned and adjusted.